Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant detect continued to configure on the implantable pulse generator (ipg) device due to right ventricular (rv) lead low impedance measurements. No further information was available via follow up. The device and lead remain in use. No patient complications have been reported as a result of this event.